Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection cap of a one-link needle-free IV connector blocked the flow of fluid when connected to IV tubing. The step of setup or therapy during which this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.